Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture; however, factors that may contribute to material ruptures include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. Additionally, the reported rupture likely caused the reported failure to deploy (activation failure). It should be noted there was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal left circumflex (dlcx) coronary artery with heavy calcification, moderate tortuosity and 90% stenosis. A non-abbott balloon dilatation catheter (bdc) was used for pre-dilatation. The 2.5x8mm xience skypoint stent delivery system (sds) was advanced to the lesion with no resistance. Pressure was applied once and a rupture occurred at 8 atmospheres. The sds was removed with the stent remaining on the delivery system. Additional pre-dilatation was performed and a 2.5x12mm xience skypoint stent was implanted followed by post dilation using a non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.